Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the device was not seating with mating device due to deformation in locking mechanism. Another device was used to complete the surgery with a delay.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the visual evaluation shows the dovetail feature is flared and compressed. Device history record was reviewed and no discrepancies were found. Root cause an be attributed to improper use of a surgical technique resulting in misalignment (user error). A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - medical products: tibial component stemmed precoat catalog # 00598004701 lot # 63600567. Patient code: no code available: delay.

Event description:
It was reported that during a knee arthroplasty, the device was not seating with mating device due to deformation in locking mechanism. Another device was used to complete the surgery with a delay. It was further reported that due to the event there was a delay in procedure of approximately fifty minutes.